Event description:
It was reported that the device system language has changed to english and cannot be used normally. There was no patient involvement. The philips authorized service provider (asp) evaluated the device on site. It was determined that the settings had a problem and adjusted by asp, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was an incorrect device language setting. The reported problem was confirmed. The device lost custom configuration and reverted to default configuration. The asp adjusted the device language settings to resolve the issue. It has been concluded that no further action is required at this time.